Event description:
The manufacturer received information related to philips CPAP device that the black part of the power cord had peeled off and revealed the electrical wires inside can be seen. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the ac power cord was visually inspected, and a tear in the outer sheath near the connector base was confirmed, exposing the internal white and black wires; however, no core wire exposure was observed, and it was verified that there is currently no risk of electric shock. The ac power cord was then connected to an outlet, and the voltage at the connector was measured using a multimeter, yielding a reading of 105.5 v, which confirmed that there were no signs of disconnection. Based on these findings, it is presumed that repeated stress applied to this area during handling of the CPAP may have caused the outer sheath to tear and the internal wires to become exposed, although the exact root cause could not be identified.

Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.